Manufacturer narrative:
Since the affected device was discarded, no technical evaluation was possible, and the analysis is based on the information provided by the user. The clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. In addition, it is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Bowel perforation is a known procedural complication in the resection of colon lesions. The inspection of the production quality records showed no abnormalities that indicate a production-related defect. Note: this report is a retrospective submission of complaints from the year 2024.

Event description:
During an intervention in the sigmoid colon to remove a lesion, clip deployment was visually not verified before performing resection. The resulting perforation was closed with 7 hemoclip. The patient recovered after 6 nights of hospitalization.